Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction to type of investigation code 4112 as a picture analysis was completed, however, the final report was not ready. After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal. Hemostasis was achieved with manual compression. There was no reported patient injury. The patient underwent cerebral angiography, and the procedure was performed via a right femoral artery retrograde puncture using a 5f non-cordis sheath introducer. The operator had many years of experience using the exoseal device. While the device was slowly withdrawn at an angle of approximately 50°, pulsatile blood flow in the blood-return indicator stopped, and additional slow withdrawal with multiple angle adjustments, by about 1 cm, did not result in a color change in the indicator window. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Additionally, two photos were provided for review. Per the picture analysis, the graphic material shows a 5f exoseal unit, with the guard locked, the indicator window on black/white position, the indicator wire deployed and the loop in good condition. The delivery shaft is observed with blood, with the plug present. No anomalies on the device were observed. No additional details were observable in the graphic material provided. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported a deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, picture analysis, and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the picture analysis, product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal. Hemostasis was achieved with manual compression. There was no reported patient injury. The patient underwent cerebral angiography, and the procedure was performed via a right femoral artery retrograde puncture using a 5f non-cordis sheath introducer. The operator had many years of experience using the exoseal device. While the device was slowly withdrawn at an angle of approximately 50°, pulsatile blood flow in the blood-return indicator stopped, and additional slow withdrawal with multiple angle adjustments, by about 1 cm, did not result in a color change in the indicator window. The device will be returned for evaluation.